Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that at the post operative check following the implant of this dextrus right ventricular lead, the patient started to feel muscle stimulation and symptoms of dizziness. A perforation was suspected and as the patient is pacemaker dependent with complete heart block, a temporary pacing wire was inserted. A lead revision was performed.